Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The unit operated properly without any alarms. The fsr found a little bit of water in the water trap on the patient circuit which was used when the ventilator failed on the patient. The fsr check the unit for any damage and there was no damage found on the inside nor outside of the unit. The unit passed the performance check and patient circuit calibration and is working per manufacturer's specifications. As no failure was duplicated or detected, based on the customer's reported settings, this reported issue is considered a use error as a result of the max airway pressure (map) alarm being set too high, the maximum setting of 49 cmh20, and the map delivered being set to 10-11 cmh20, triggering the dump valve for <20% of set max paw safety feature detailed in the manufacturer's instructions for use (IFU).

Event description:
The customer reported that the piston on the ventilator stopped while the device was in use on a patient. The unit alarmed low pressure. The displayed mean airway pressure (map) went to 0.0 and the oscillator stopped light came on. The ventilator was quickly taken off the patient and the patient was hand-ventilated while the users troubleshooted the issue. The users were able to get the ventilator running again, but as soon as they placed the unit back on the patient, the map fell and the driver stopped again. The users replaced the unit with another ventilator to minimize any compromise to the patient. The patient did well with the transition and the replacement ventilator worked properly. There was no patient injury. The users were using the following settings: the deltap was 16, the map was 10 or 11, the max paw thumbwheel was at 49.